Manufacturer narrative:
Patient weight not available for reporting. Date of device breakage is not known. Number 510k: this report is for three (3) unknown tibia plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as approximately one (1) year prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date reported as approximately one (1) year prior to explant without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was performed on (B)(6) 2017 due to a non-union and pain on right leg postoperatively. The original fracture did not heal completely. Original surgery was for a right distal tibia fracture due to an unknown accident about a year ago (date unknown). An x-ray was taken on an unknown date and confirmed that three (3) plates are broken. The original implants also involved unknown screws ¿ quantity unknown. The patient was revised on (B)(6) 2017 with two (2) new plates and unknown screws (unknown quantity). There were no issues during the revision. No time delay or patient harm reported. The patient status was stable. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown) this report is for three (3) unknown tibia plates. This is report 1 of 1 for (B)(4).